Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician performed bench testing on model lap top ventilator 1150. The ventilator passed 187 hour extended tests at customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. The ventilator passed all testing and met all carefusion manufacturer specifications. No malfunctions or failures were detected.

Event description:
It was reported to carefusion that a patient passed away while connected to model lap top ventilator 1150. The nursing home stated there are no allegations or indications of the ventilator malfunctioning. The emergency medical squad who responded to the call believe the unit did malfunction. There was no further reported details regarding what issue occurred during the transport nor if any alarm conditions were present.